Event description:
On (B)(6) 2021 a crown prt valve was implanted and explanted on the same day due to the regurgitation. Based on the report written by the surgeon, post implantation of the valve, one of the valve leaflet tissue appeared a bit tougher than the other two leaflets. After the valve replacement and coming off of cardiopulmonary bypass, the tee on table showed a central jet moderate to sever aortic prosthesis regurgitation and coaptation failure. Surgeon re-opened the aorta and found that ncc leaflet was stretched by the two commissures and it was not coapting at the same level as the other two.